Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was dispatched on 30 july 2015 and found wash probe 1 stopped up. The fse replaced and aligned the wash probe and verified proper operation. Fse performed substrate background, the test passed. The customer ran quality control (qc) and all results passed within acceptable range. The aia-900 instrument was functioning as intended. No further action required by field service. The probable cause of the event was: wash probe 1 failure. A 13-month complaint history review and service history review for serial number (B)(4) from 02-dec-2016 through 02-jan-2018 for similar complaints was performed. There was one similar complaint identified during the searched period. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2015 a customer reported error 2231 bf (bound free) probe 1 suction and 2235 overflow errors with the aia-900 system. The customer was unable to run lhii and ipth on patient samples. A field service engineer (fse) was dispatched t o address the reported event, which resulted in delay in reporting of lh ii and ipth of patient results. There was not indication of any patient intervention or adverse event consequence due to the delay in reporting of patient results.